Event description:
It was reported that the pump was implanted approx five years ago for morphine infusion. During a recent refill, the pump reservoir could not be filled. The pt was admitted to the hosp with morphine withdrawal. The pump was exchanged in 2000. There were no reported pt complications.